Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery was depleting rapidly and the insulin gauge was inaccurate. Customer's blood glucose was 150 mg/dl. Customer declined troubleshooting regarding the battery issue and as the customer had changed the cartridge prior to contacting tandem technical support, to address the insulin gauge issue.